Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed a damage (open hole) was found in the lapjoint area of the catheter. Leak was observed in the catheter due to the observed lapjoint damage during the flush testing. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. Broken drive shaft and imaging core windup were encountered in the double heat shrink area in the telescope area. Imaging core windup began 2.5 cm from the distal end of the connector shaft. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on investigation completed on 26-mar-2018. It was reported that water leakage from the catheter shaft and difficulty interpreting the image occurred. The target lesion was located in the right coronary artery (rca). During a percutaneous coronary intervention, an opticross¿ imaging catheter was advanced for final intravascular ultrasound checking after 3 synergy¿ stents were placed from proximal to distal rca. However, a water leakage was noted from the opticross¿ imaging catheter shaft. Also, difficulty interpreting the image occurred. The device was replaced with another of the same opticross¿ imaging catheter and the procedure was completed. No patient complications or injuries were reported. However, device analysis revealed a damaged (open hole) in the lapjoint area of the catheter.